Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open and then deployed prematurely and become stuck in the phenom 27 microcatheter. The patient was undergoing a procedure for flow diverter implantation to treat an unruptured saccular left supraclinoid internal carotid artery (ica) aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 2.34mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported that reported that the devices were prepared as indicated in the instructions for use (IFU). Due to the severe tortu osity of the ica, the guide catheter was parked at the petrous ica. The navien intracranial support catheter tracked over the phenom27 microcatheter to the supraclinoid syphon; there was another tight double bend in the vessel at the supraclinoid level. The phenom 27 microcatheter was parked at the superior branch of the m2 segment. After the pipeline was delivered, it could not be opened in the m1 event after 3 attempts. The surgeon then attempted to open the pipeline in the anterior aca-mca bifurcation but the pipeline still did not open so the phenom microcatheter was pulled back further in the ica. During this maneuver, the microcatheter fell down proximal to the aneurysm neck. Due to the vessel tortuosity, the navien could not support the phenom and it was moving up down during positioning. The pipeline was then resheathed and removed together with the phenom microcatheter. On the sterile table, the surgeon tried to pull back on the pipeline pushwire to remove the pipeline from the microcatheter but after some movement, it became stuck and with pressure applied, the stent remained in catheter and only the pushwire was retrieved. The surgeon pushed with the same pushwire in the microcatheter from the distal end of the microcatheter. Some resistance was felt and the tip coil came out but the stent remain stuck in the microcatheter. The phenom catheter was replaced and the pipeline was replaced with a ped2-350-30 model which was delivered and implanted without any issue to successfully complete the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
Product analysis #(B)(4):¿equipment used: video inspection system ((B)(6)), ruler 200cm ((B)(6)) ¿ as found condition: the pipeline flex with shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within an opened pipeline flex shield and phenom 27 outer cartons and inner pouched; and within a dispenser coils. The pipeline flex with shield pusher was returned outside the phenom 27 catheter. ¿ damage location details: the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were returned for analysis. No bent or kink were found with pusher. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and moderately frayed. The phenom 27 catheter tip and marker were examined; and no damages were found. The phenom 27 catheter body was found to be kinked at ~30.3cm and ~91.0cm from the hub. No flash or voids molded were observed in the hub. No damage was found with hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. In addition, the braid was pushed out from catheter without any issues. The broken end was sent out for sem (scanning electron microscopy) analysis. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. However, based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance during retrieval. The pipeline flex with shield pushwire and the phenom catheter were found to be damaged. From the damages seen on the catheter body (kinking), pipeline flex with shield braid (fraying) and hypotube (stretching); it is likely high force used during the delivery. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, the broken end failed via torsional overload. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. It is likely that patient tortuous anatomy during delivery may have contributed to the reported issues. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was the distal end of the pipeline which failed to open. The pipeline was not positioned in a vessel bend. The pipeline was resheathed 3 times. There were no additional steps or devices used to open the pipeline. The catheter had stretch damage. It was clarified that the pipeline and the phenom microcatheter were removed together from the patient's body. The physician wanted to check and see what was going wrong with the pipeline and at that time the pushwire couldn't be removed and it was found that the distal tip coil was broken.